Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected an error in the motor was detected by reading unexpected value from hall sensor error alarm noted. Device received with corroded motor home switch upon inspection, however motor was tested outside device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin pump error. The customer's blood glucose value was 230 mg/dl. Customer reported they were able to clear the alarm. The pump is giving load reservoir instructions, but the piston was not all the way down in the pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.